Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap was sticking out. Customer's blood glucose was 276 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to faulty force sensor resistor. Unable to perform operating currents, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corners.